Event description:
On (B)(6) 2010, pt reported blood glucose of over 500 mg/dl during the weekend of (B)(6) 2010. Pt took herself to the emergency room on (B)(6) 2010, and she was treated with a saline IV. Blood glucose started to decrease and was near 300 mg/dl when discharged from hosp. Pt also experienced low blood glucose during the week prior and this concern was resolved after physician adjusted basal rates. Pt does not believe infusion device or related supplies were the cause of hyperglycemia. Target blood glucose is 80-140 mg/dl. No errors or alerts were received on infusion device. Pt changes infusion set every 3 days, and infusion set was in use for 2 days prior to hospitalization. Pt does not know when adapter was last changed; advised on MFR recommendation. Insulin cartridges are not reused. Pt was using correct type of battery and battery setting was programmed correctly. Time and basal rates were programmed correctly. All buttons on infusion device were working as intended. There were no leaks, blockages, or blood in the infusion set. Insulin was not expired and flowed from tubing as expected. Infusion device was not dropped or exposed to water or insulin ingress. Blood glucose has returned to normal range following hospitalization. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.